Event description:
During the procedure, the head of the first screw broke off while being tightened, and the second screw threads stripped. It was not possible to remove the second screw; therefore, the head was burred down, and the procedure was completed. The broken screw pieces were discarded by the attending physician. This issue resulted in a 10 minute procedural delay. This report is related to report number 3025141-2022-00130 which is for the second screw that remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown.